Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs were non-existent on the reported complaint date. 15 days before, there was a pump and purge connected which was unplugged shortly after due to a purge pressure low alarm, which likely had relation to the failure mode. Device analysis: the console was tested after arriving in fs. The purge disc retainer was confirmed to be broken. The root cause of the issue was a broken purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that there was a broken purge clip. There was no report of patient harm or injury.